Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Angiography revealed the patient had two bilobate aneurysms, one in the left anterior cerebral artery (aca) and one in the right middle cerebral artery (mca). Four coils, including two non-boston scientific coils, were successfully deployed into the left aca aneurysm. However, following the coil detachment in the right mca aneurysm, the patient suffered an embolism with subsequent ischemia. Immediately post procedure, the patient¿s condition worsened related to the embolic ischemia. The patient subsequently expired; cause and date of death were not provided.